Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts, it is not known which of the user facility's five eligible bf-h190 scopes was the scope used in the bronchoscopy. A review of the olympus service histories identified serial number (B)(4) as the most likely candidate based on a finding of a minor chip at the channel opening on the distal end plastic cover, during the next service following the bronchoscopy procedure. The other scopes either had no post-procedure olympus service, or the post-procedure service evaluation found no missing parts. This serial number (B)(4) however has not been confirmed as the scope used in the procedure. It was reported that there was no specific device malfunction or damage identified; the physician had a post-procedure inquiry about whether there was a possible relationship between the scope and the patient injury. As preventive measures, the scope instruction manual includes pre-procedure inspection of the scope exterior, including ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ and ¿inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes.¿ the instruction manual also warns that ¿if significant resistance is felt during insertion, do not insert, withdraw or turn the insertion tube of the endoscope with excessive force. Patient injury, bleeding, and/or perforation may occur.¿ when withdrawing the scope, ¿if blood unexpectedly adheres to the surface of the insertion section of the withdrawn endoscope, carefully check the condition of the patient.¿

Event description:
Olympus was informed that after a bronchoscopy procedure in (B)(6) 2017 involving an unspecified serial number bf-h190 scope, a patient developed vocal cord lesions over an unknown period of time following the procedure. In (B)(6) 2018, the patient¿s vocal cords were biopsied. The biopsy found an unspecified non polarizable foreign material in the lesions.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date. The actual aware date is sep. 13, 2018. This is the date of initial linkage of the device to a patient event.